Event description:
The farawave ablation catheter was selected for use during the procedure to treat atrial fibrillation (a fib). It was reported that deployment issues occurred during procedure. The physician attempted to undeploy the catheter, but it got stuck in basket and was hard to bring back into the sheath. The physician had to use a lot of force to pull the basket catheter into the sheath to exchange for mapping catheter. When they were able to bring it back in the sheath they heard a loud snapping noise. The device was replaced, and procedure was completed successfully without patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.